Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation was performed. The eval experienced system error 322 during the eval. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switch to move in and out from the upper and lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump had a system error 322. It was also reported there was no pt injury.